Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that blades broke at the tip twice last month. The fragments that resulted from the break in both cases were safely removed from the patient without needing x-ray. The patients on both cases did not have particularly hard bone. On both cases it was around the ethmoid cavity. One patient may have had polyps and other just chronic sinus sinusitis. Event dates for these two cases are unknown. Additional information received that a similar incident happened in a third case on (B)(6) 2017. Case 1 of 3 was filed under regulatory report # 3004209178-2017-20317 (medtronic internal reference number (B)(4)). This regulatory report is being filed for case 2 of 3 (medtronic internal reference number (B)(4)). A third regulatory report will be filed for case 3 of 3 that occurred on (B)(6) 2017. (Medtronic internal reference number (B)(4)).

Manufacturer narrative:
The product analysis indicates one opened sample of part number 1884002 from lot number hg1wdg1 was received. A microscope and calipers were used to evaluate the device. Visually, the inner tip was lifted out of the cutting mouth opening at the distal end which would have resulted in the reported event. No portions broke off. The mouth opening showed impact marks on the outer and inner cutters consistent with the damage occurring while the blade was moving in a counterclockwise direction. There were no signs of misuse or mishandling. There was uneven wear at the tip of the inner assembly outside diameter which may indicate an interference fit (profile deviation) between the inner and outer assemblies. The inner cutter and outer tube are supplier manufactured. If information is provided in the future, a supplemental report will be issued.